Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they have been experiencing high blood glucose for a month and a half. The customer complains about the smell of insulin coming from the reservoir compartment. Customer states there seems to be moisture in the reservoir compartment. The customer was assisted to reprogram the insulin pump but the customer kept rushing and putting the wrong information in the pump. The customer had to get off the phone but the customer was advised to call back to finish trouble shooting the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.